Manufacturer narrative:
(B)(4): one (1) (B)(4) reusable handle device was evaluated for a patient burn. The device was not returned for evaluation because per customer the device is locked up in the chain of custody and cannot be released. A lot number was not communicated after a request was provided to the customer; therefore, it is unknown as to the age of the instrument. A photo was provided, therefore an investigation will be performed on the provided photos of the damaged instrument. A review of the photos revealed that the instrument was extremely damaged and worn, possible aged. Besides the areas that obviously were compromised and created scorch marks, strikes and holes in the insulation there were many scraps, cuts and scratches in the insulation which is an indication of many usage and handling issues over time. It is unknown as to how or if the customer inspected or tested the product prior to use. Without this information, bd was unable to determine if the customer¿s quality checks prior to use were sufficient and/or if incorrect settings were used during an integrity test. Incorrect quality inspection could potentially damage the insulation or deem an unacceptable product to be deemed acceptable. It is also unknown what settings were being applied to the instrument and if other electrosurgical devices were being used at the time of failure. There was no information provided from the customer. From the appearance of the failed instrument in the photos it is most probable that at least another instrument was in the surgical field and had contact with the complaint device based on the damage observed. Without understanding the environment in which the failure occurred, bd cannot definitely confirm if customer use/settings and/or additional different instruments attributed to the failure. Previously design assurance reviewed a similar failure that occurred in 2014 and noted that this type of extreme blow out of the insulation had never been seen. Two potential root causes were hypothesized by design assurance. The damage could possibly be due to another unknown crossed instrument during the procedure. Excessive liquid in the surgical field, coupled with instruments being crossed, could potentially cause a blowout of the insulation. It could also be the connection between the end of the tip insulation and the coated insulation. Note: the scissor tip product that the customer used when the damage occurred was not returned with the clickfit handle for examination. The (B)(4) for this device, contains sufficient information to provide guidance for use to the end user. Cautions and warnings are listed below. ¿the snowden pencer instrument is a monopolar device and should only be connected to a generator that is compatible with monopolar devices. It is recommended that the device is used with an hf generator that contains contact quality monitoring (return electrode monitoring) with a signal to indicate there is contact to the patient¿. ¿do not exceed the 0.5kvp maximum rating specified for this device¿. ¿conductive fluids, (e.g., blood or saline) in direct contact with an active electrode may carry electrical current or heat which may cause unintended burns to the patient¿. ¿there is a risk of pooling of flammable solutions under the patient or in body depressions such as umbilicus and in body cavities such as the vagina. Any fluid pooled in these areas should be mopped up before hf surgical equipment is used¿. ¿device including insulation and device accessories must be inspected prior to use to ensure integrity. To prevent the possibility of electrical shocks or burns, do not use devices with breaks in the insulation¿. All electrical surgical devices are inspected 100% prior to packaging for insulation integrity and must pass all acceptance criteria for release. Based on the limited information and the photos provided the device appeared aged, worn and most probable been in the customer¿s possession for some time. These devices are reusable and are reprocessed frequently; therefore, it is inherent that over time damage can occur during handling and therefore the product is to be inspected /tested prior to each use. The damage occurred within customers care. A review of the device history record could not be performed because the device was not returned for evaluation and the customer did not communicate a lot number. It has been recommended to review the product information (B)(4) in particular the warnings and the caution statements. Bd will continue to trend and monitor this reported issue and for this product family.

Manufacturer narrative:
(B)(4). On 07mar2017, writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. The device is not available for evaluation.

Event description:
Medwatch report mw5068011 states: insulation on hot metz was compromised in multiple places. Electricity arched to bowel and caused a burn that required doctor to perform a colectomy with anastomosis. This is a reprocessed item, not a single use item. On 08mar2017 additional information: if noticed during patient use: it was noticed after the patient harm had occurred. Was there any patient injury or intervention? Yes. Patient required colectomy with anastomosis that resulted from arching of electrical current. What was the patient¿s medical status after the event? Stable. What type of procedure was being performed? Laparoscopic hysterectomy with laparoscopic burch bladder suspension. Was the procedure completed as planned? The planned procedures were completed in addition to the unexpected colectomy. A ups label has been provided for the sample return. Do you require further assistance? Item is locked in the chain of custody and cannot be released, we will be glad to let you come and inspect the item. No further information available.